Event description:
The surgeon was doing a lap gastric banding procedure. The autosuture roticulator broke while in use. The unit was replaced and operation continued without further problems. Unfortunately, the defective roticulator was disposed of, so it was not available for further examination. The patient was not harmed by this malfunction.